Event description:
A healthcare facility in spain reported, via a fisher & paykel healthcare (f&p) field representative, that the collar of a rt380 adult dual heated evaqua2 breathing circuit had cracked during use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection and further analysis of the returned rt380 adult dual heated evaqua2 breathing circuit indicated that the external surface of the patient end evaqua2 collar was cracked. Conclusion: the observed cracks on the collar are most likely due to mechanical load or impact damage. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuit has been requested to return to f&p nz for evaluation to determine our involvement in the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the collar of a rt380 adult dual heated evaqua2 breathing circuit had cracked during use. There were no patient consequences.